Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip, that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined the device was fully functional.

Event description:
Customer reports that during a case they tried to use the cpg on cold to cool down patient, but the unit would not send cold water through. Customer also reported that the ice block is too big inside the tank which is possibly obstructing the flow of water. Unit was switched during the case with a different one.